Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the occlusion alarm kept beeping and the phacoemulsification sound was different than usual. The phaco handpiece, tip and tubing were switched out but this did not solve the issue. The case was completed successfully without patient harm.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The company service representative discovered that the customer was using the wrong surgeon profile on the system, which was determined to be the cause of the reported event. The system was manufactured on july 13, 2011. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).